Manufacturer narrative:
This supplemental report is being submitted to provide additional information. There were no defects confirmed by device inspection other than those reported by the initial MDR. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that broken screw was caused by strong stress due to transport. And omsc also assumed that flashing examination lamp was caused by failure due to lifespan or strong stress. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The customer also reported the following regarding transportation damage. The housing cover and the door of the examination lamp were strongly bent. Broken screw was stuck in the thread of the rear panel. The broken screw could not be removed. The socket was corroded. Olympus inspected the device at the service department of olympus (B)(4) and confirmed that all the events reported by the customer had occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the examination lamp was flickering very strongly. The customer speculated that this phenomenon was caused by transportation damage.there was no report of patient injury associated with this event.